Manufacturer narrative:
Concomitant medical products: 3058 mgu ipg, implanted: (B)(6) 2014, 3889-28 mgu lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible premature battery depletion on the cardiac resynchronization therapy defibrillator (crt-d). The device was explanted and replaced. No patient complications have been reported as a result of this event.